Manufacturer narrative:
UDI number: na.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was reportedly explanted due to loss of lock following trauma due to a car accident. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was discarded and will not return to the company. A review of the device history record noted no rework. The recipient's new device has been activated. This is the final report.